Event description:
The customer reported via phone call that she had recently been to the emergency room due to high blood glucose levels. Blood glucose level at the time of the incident was 542 mg/dl. The customer stated that she treated with a manual injection. Blood glucose level at the time of the emergency room visit was 406 mg/dl. The customer confirmed that she was wearing the insulin pump during her time in the emergency room. The customer stated that she had been experiencing high blood glucose levels on the day of the call also. Customer stated that she had a blood glucose level of 290 mg/dl prior to the call, and a blood glucose level of 232 mg/dl at the time of the call. The customer will monitor the insulin pump and will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.